Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with an unknown aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The procedure was performed with a 26mm 9755rsl transcatheter valve.